Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown unexpectedly. Customer's blood glucose level ranged between 160-170 mg/dl. Customer was unable to provide additional information and further troubleshooting with tandem technical support.